Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of a percutaneous endoscopic gastrostomy (peg) tube. It was reported on (B)(6) 2020 that there was exudate at the stoma. On (B)(6) 2020 it was reported due to redness at the insertion site the patient had started an unknown oral antibiotic. The patient also complained about slight pain around the insertion site. The push and pull routine can be done without problem.